Event description:
It was reported by the patient that one week following a coronary drug eluting stenting treatment procedure he experienced an arrhythmia. The consumer called to report that "one week after the liberte stent was inserted he developed an arrhythmia that required 2 more cardiac stents and a defibrillator. He stated the arrhythmia weakened the left wall of the heart muscle resulting in the need for the defibrillator. Three more stents were inserted." Attempting to obtain additional information.

Manufacturer narrative:
H6: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.